Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) reading of 401 mg/dl after running out of insulin and disconnecting from the ilet, then later reattaching the device with a teflon inset infusion set on the abdomen, at which point glucose values began trending down. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-resolution as glucose declined after therapy resumed. Investigation included customer care troubleshooting and education for high glucose and review of device use. Investigation of this case revealed that the event was attributable to therapy interruption due to lack of insulin and not switching to a backup regimen, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery.